Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per attorney & medical records: on (B)(6) 2010 the patient underwent a robotically-assisted sacral colpopexy, anterior repair, perineorrhaphy and cystourethroscopy due to a pelvic organ prolapse. A bard/davol flat mesh was customized and placed in the anterior and posterior vagina. Attorney further alleges unspecified adverse patient outcome associated with the use of the device.